Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they could not bolus due to unresponsive buttons. The customer stated they replaced the battery, but the issue persisted. It was also found a button error alarm occurred. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly during testing however, moisture damage was found on the keypad traces during visual inspection. The device had cracked reservoir tube lip, minor scratches on the lcd window, scratches on the reservoir tube window, and stained end cap sticker.